Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances approximately 2 months after implant. At implant, values were around 1100 ohms, then they gradually rose to greater than 2000 ohms. In addition, thresholds were also noted to have increased. The patient was brought in for further testing and high rate pacing was performed. Prior to pacing for 6-7 minutes, rv impedances were 1930 ohms. After pacing, rv impedances dropped to 1436 ohms. The patient will continue with their normal routine follow-ups, in addition to being monitored remotely. No adverse patient effects were reported.